Manufacturer narrative:
Unit received with completely broken off reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir o-ring was broken off. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The "date of this report" provided in the initial report was incorrect. The correct date has been provided in this report.